Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about 3 months patient has been experiencing pain at the ins site. Caller stated that ins has been off but patient is still experiencing pain. Caller inquired about the hcp using a ztlido patch over the ins site. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed that mdt doesn't have any testing around medication patches and that it would be physician's discretion to use one. Tss reviewed that if patient proceeds with the patch, to monitor site and discontinue use if there is any additional pain or sensation. Tss reviewed it would continue to be up to the physician as to how to treat the ins site pain per their medical judgement given that the pain is still present even when ins is off. Hcp information was provided. Additional information indicated that there were no changes that led to the issue. They stated that the patient never went away after their surgery. They noted that it is still very painful when they charged the battery. It was noted that the issue was not resolved. Patient reported they have scar tissue in both incision sites that were causing the pain. They are getting physical therapy and using a heating pad. They are still experiencing pain. Additional information was received from a manufacturer representative (rep). The rep reported that patient still feeling shocking sensation at pocket site, no redness and palpation didn't make a difference. Patient felt burning, numbing, tinging sensation, and heating pad or lidocaine isn't helping. Rep to confirm again that issue is still there with therapy off, if so then the issue is medical in nature and it's up to hcp to address, possibly through surgical intervention since other method didn't appear to help relieve the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient would continue to use the lidocaine patch to try and resolve the issue. As of now, there was no decision on removal of the battery.